Event description:
Reporter indicated that the pt had died, possibly a sudep, but that vns therapy was not suspected to be related to the death. Information was later received from the county medical examiner's office that the pt died from "sudden idiopathic complications due to the pt's seizure disorder." The medical examiner's office also noted that the death was not known to have been witnessed. Based on the information available, this case is considered a probable sudep, but is currently not believed to be related to vns therapy, as per the pt's treating neurologist.

Event description:
The generator and lead were received by the manufacturer. Analysis is underway, but has not been completed to-date.